Event description:
C. Tropicalis was detected on a blood culture via molecular testing. This result is a contamination. The patient received treatment unnecessarily. C. Tropicalis was detected via molecular testing on a blood culture. A review of the gram stain confirmed the result was a false positive no c. Tropicalis was present. This was reported out and the patient received anti-fungal medication to treat an infection they never had.